Event description:
Patient tested 4.9 inr on coaguchek xs system 1, and 7.7 inr on coaguchek xs system 2. No change in medication reported. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for coaguchek xs system 2. Please see medwatch with identifier (B)(6) for coaguchek xs system 1. Customer provided additional information indicating that result of 4.9 inr was obtained with strip lot 23073622 (system 2).

Event description:
Patient tested 4.9 inr on coaguchek xs system 2, and 7.7 inr on coaguchek xs system 1. No change in medication reported. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for coaguchek xs system 2. (B)(4). Strips not returned.